Event description:
It was reported that during the troubleshooting for unrelated alarms on the homechoice (hc) device, the home patient (hp) had reused single-use supplies. The hp stated that they tried opening the door to the hc device during dwell 2 to troubleshoot an unrelated alarm. The hp also cycled the power to clear the alarm and then re-started the setup with the same supplies. The technical service representative (tsr) explained that the supplies were compromised and the hp understood. The hc was displaying ¿stopped idrain (initial drain)¿. The tsr assisted in ending the therapy and advised to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to attempt to reuse any disposable supplies and that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.